Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI# ((B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-00574.

Manufacturer narrative:
This report is number 8 of 13 mdrs filed for the same patient (reference 0001825034 - 2016 - 04847 / 04844 / 04848 / 04851 / 04852 / 04853 / 04855 / 04856 / 04857 / 04858 / 04859 / 04860).

Event description:
It was reported patient underwent a knee arthroplasty procedure and has neurogenic pain, swelling, and difficulty moving 6 months post operatively.